Event description:
It was reported that during an lar procedure, the device fully cut, but no staples formed. The lack of a staple line was visually identified while attempting the anastomosis. In order to manage the situation, the surgeon performed a temporary ileostomy which was not planned.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.